Manufacturer narrative:
The reported event of failure to capture was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found an over-torqued inner coil at the connector region, which is consistent with procedural damage. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the inner coil. The measured full helix extension length was within product specification. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Event description:
During an implant procedure, an increased capture threshold resulting in a loss of capture was observed on the right atrial (ra) lead. Additionally, the helix of the ra lead was having difficulty extending and retracting normally. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable.